Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the electric motor and the ecu were not functional. Therefore, the reported condition was confirmed. The assignable root cause was determined to most likely be due to wear on electronic and mechanical components from repeated sterilization and normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device manufacture date: the device manufacture date was documented as may 27, 2009 in the initial report. The device manufacture date has been updated as mar 25, 2009. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified hand surgery, it was observed that the small battery drive device had no power. As a result, there was a ten to fifteen minute delay in the surgical procedure. An identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly..